Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), dyspareunia ("dyspareunia"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems: bladder infect"), nervous system disorder ("neuro condition") and alopecia ("hair loss") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, dyspareunia and cystitis had resolved and the weight decreased, allergy to metals, nervous system disorder, alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dyspareunia, genital haemorrhage, nervous system disorder, pelvic pain, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: unspecified event "injury to herself" was updated to more specific events: abdominal pain, pelvic pain, dyspareunia, genital bleeding, nickel allergy, bladder infection, neurological disorder, hair loss, weight gain , weight loss. Patient demographic added, essure insertion date updated and removal date added, essure indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('gen. Abnormal. Bleed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's concurrent conditions included overweight and bacterial vaginosis. In 2014, the patient was found to have weight decreased ("weight loss") and weight increased ("weight gain") and experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and bacterial infection ("infection (bladder/ urinary tract/vaginal):bacterial"). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced amnesia ("nuero condition/neurological conditions or problems type: memory loss"). In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), allergy to metals ("nickel allergy") and cystitis ("bladder/urinary problems: bladder infect"). The patient was treated with surgery (hyst. (Partial)). Essure was removed on (B)(6) 2018. At the time of the report, the genital haemorrhage, abdominal pain, pelvic pain, dyspareunia, cystitis, alopecia, vaginal haemorrhage, menorrhagia and bacterial infection had resolved and the weight decreased, allergy to metals, amnesia and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, amnesia, bacterial infection, cystitis, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 18-oct-2019: pfs & mr received. New reporter's was added. Patient's demographics was added. Added event abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal)type: bacterial. Pt updated for event neurological conditions to memory loss. Updated outcome of evens from unknown to recovered/resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.